Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a case, the system was missing images that had been saved. No pt injury was reported.